Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. The device was visually inspected and found that the applicator had a bent and exposed needle, indicating a needle out deployment failure. Both the needle and pushrod detached during investigation, possible assembly error from not enough glue. The reported event of a needle retraction issue was confirmed. The probable cause is possible assembly from not enough glue.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a needle retraction issue occurred. The sensor was inserted into the abdomen on (B)(6) 2018. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No additional event or patient information is available.